Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 21, 2020 that an epic biliary endoscopic stent was implanted in the right hepatic lobe during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent got stuck and was unable to deploy the stent was adjusted; however, the stent deployed prematurely and was deployed more proximally. The stent remains implanted and the procedure was completed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.